Event description:
It was reported that the insulin pump sent an error alarm. The customer noticed insulin squirting out when they wanted to change the infusion set. The customer's blood glucose was 148 mg/dl. The alarm occurred during manual prime process. The customer stated that the drive support cap is sticking out. The customer did not press the cap while connected to the device. The discontinuation of the device was advised. The customer declined sending the insulin pump back for failure analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the drive support disk. The insulin pump had minor scratches on the display window and a broken reservoir tube lip.